Event description:
It was reported that during central processing, there was something stuck in the wires that could not be cleaned on the force bipolar instrument. There was no report of patient involvement. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a damaged conductor wire insulation at the yaw pulley. There was no material missing but the conductor wire was exposed. The conductor wire was not torn or fully broken. The instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.